Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system red 62 reperfusion catheter (red62), penumbra system red 43 reperfusion catheter (red43), a non-penumbra guiding catheter, a non-penumbra microcatheter, and a guidewire. During the procedure, while inserting the red43 inside the red62 to track the red62 to the occlusion site, the physician experienced resistance. Therefore, the physician decided to also use the microcatheter and guidewire. The physician then advanced the red43 over the microcatheter and guidewire into the red62 without resistance; however, the physician noticed that it was taking too long for the red43 to exit the distal end of the red62. Once the hub of the red43 reached the rotation hemostasis valve (rhv) of the red62, the physician noticed that the red43 still had not exited the distal end of the red62. Therefore, the physician removed all the devices together. It was then noted on the back table that the red62 had fractured but remained connected by an inner wire. The procedure was completed using a new red62, a new red43, a new microcatheter, and a new guidewire. It should be noted that there was no noted damage or alleged deficiency to the first red43. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated on this follow-up #01 MFR report 3005168196-2024-00391: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned red62 confirmed fractures on the distal end. This type of damage typically occurs if the device is manipulated against resistance during use. Based on the reported complaint, the root cause of resistance could not be determined. Evaluation also revealed kinks on the catheter shaft. This damage was likely incidental to the complaint and may have occurred during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system red 62 reperfusion catheter (red62), penumbra system red 43 reperfusion catheter (red43), a non-penumbra guiding catheter, a non-penumbra microcatheter, and a guidewire. During the procedure, while inserting the red43 inside the red62 to track the red62 to the occlusion site, the physician experienced resistance. Therefore, the physician decided to also use the microcatheter and guidewire. The physician then advanced the red43 over the microcatheter and guidewire into the red62 without resistance; however, the physician noticed that it was taking too long for the red43 to exit the distal end of the red62. Once the hub of the red43 reached the rotation hemostasis valve (rhv) of the red62, the physician noticed that the red43 still had not exited the distal end of the red62. Therefore, the physician removed all the devices together. It was then noted on the back table that the red62 had fractured. The procedure was completed using a new red62, a new red43, a new microcatheter, and a new guidewire. It should be noted that there was no noted damage or alleged deficiency to the first red43. There was no report of an adverse effect to the patient.